Event description:
Edwards received information that this 81 year old patient was assessed as a potential candidate for a valve-in-valve trial to treat severe aortic stenosis of her edwards aortic pericardial valve, nine (9) years, seven (7) months post-implant. She did not meet inclusion criteria for tavr. The patient was discharged to a skilled nursing facility. There are no known plans for intervention for the stenotic surgical valve at this time. No other details were provided.

Manufacturer narrative:
(B)(4). It was reported that this patient experienced bioprosthetic aortic stenosis of her edwards valve. Many factors can contribute to the onset of bioprosthetic valve stenosis, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, there is insufficient information to determine the root cause of this event. There have not been any allegations of a quality deficiency related to the subject valve. No corrective or preventative actions are required at this time. Edwards lifesciences will continue monitoring all reported events.